Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc end cap was loose. The following information was provided by the initial reporter: at 9 a.m. On (B)(6) 2021, in the treatment of children with regular replacement of indwelling needle puncture, puncture success, blood was leaked from heparin cap, it still leaked blood after repeatedly tightened heparin cap again, found that heparin cap screw mouth was slippage, heparin cap can't completely close tight, lead to leakage of blood, can't continue to use, then immediately wipe out indwelling needle, and replace the new needle puncture. In the above operation, bleeding and re-puncture were caused, which increased the pain of the child, and the family members of the child were dissatisfied.